Manufacturer narrative:
(B)(6) - supplemental MDR - needle shielding failure. Two photos were provided to our quality team for investigation. One photo shows a packaging blister with the syringe and needle assembly in it and other photo shows packaging blister top web. No defects or imperfections were observed. Please note this product is one single use and should not be recapped after use. Based on the investigation and with the photo sample analysis the symptom reported could not be confirmed. Furthermore, a device history record review was completed for provided lot number 4129992. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a needle shielding failure. The following information was provided by the initial reporter: rcc received a complaint via email. Safety for needle cover after insertion did not trigger, resulting in needle being exposed and possible safety risk. Cat# of product being complained: bd309659 description of product: syringe tuberculin l/sl st 1ml disp clr scale 200ea/bx 8bx/ca lot or s/n: (B)(6). Additional information provided: please see pictures of the tb syringe needle with no safety. We have taken all of these syringes off the units to ensure employee safety! The needle went right through the plastic top and injured our employee. It is the bd 1 ml tb syringe ¿ slip tip with bd precisionglide needle 27 g x ½ (0.4mm x 13 mm).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.